Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Physician removed the metal head and liner and replaced the liner and head with a ceramic head. Physician did ion testing and found the chromium levels elevated and was concerned about altr.